Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation at this time. Device identifiers have been requested. Stent dislocation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
Patient was examined 3 weeks postoperatively and the istent appeared to be implanted superficially in the trabecular meshwork. Patient was seen again for subsequent follow-up visit the week of (B)(6) 2015 and the istent was no longer in the trabecular meshwork; the stent was hanging with the tip in the meshwork and stent snorkel and body pointing down towards the iris. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no nonconformances thought to be associated with the reported event. (B)(4). Reported to FDA on 03/02/2016.

Event description:
The surgeon provided the following additional information. Intraoperatively, it took multiple attempts to implant the stent and heme affected the view some. The stent appeared superficial, but fully (all 3 retention arches) in place from the beginning. Stent dislodging had no adverse impact on the patient. The stent was explanted on (B)(6) 2016; a new stent was attempted to be implanted, but was unable to be implanted because visibility became compromised from heme. Three weeks post stent removal, the patient's iop and eye was reported to be stable.